Manufacturer narrative:
The pod was received with the soft cannula deployed, score marks on the top housing, and the formed needle visible in the needle well of the bottom housing. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. It could not be determined when this damage occurred as the download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. Initial attempts to download the data from the pod were unsuccessful as the battery voltages of the bottom and middle batteries were measured to be lower than expected. An external power supply was used to download the data from the pod. The data showed that the pod generated an 0x34 processor reset alarm, with no timeouts or drive stalls observed in the data. Opening of the pod showed damage on several components, including the reservoir assembly, mechanism rails, slide retract, slide insert, ratchet gear, and piezo spring. These damages lined up with the score marks observed on the top housing, indicating post use damage. Due to the post use damage, the pod could not be accurately investigated. The full fluid path could not be tested as the damage to the reservoir prevented fluid from flowing through the cannula assembly. The damage to the ratchet gear prevented the pod from being accurately rerun to test for the cause of the 0x34 alarm. The exact cause of the 0x34 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 14 mmol/l (252 mg/dl). The pod was worn between 4 and 24 hours. It was noted that the cannula was bent. No information was provided on how the hyperglycemia was treated.